Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap hernia. Incident description: "feeding mesh down through seal with a [competitor] grasper, the rubber on the seal dislodged, the surgeon identified the piece sitting in the incision and retrieved it safely." Type of intervention: "the surgeon identified the piece sitting in the incision and retrieved it safely." Patient status: unknown.

Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.